Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a2, product type lead h10: please note, this report is for the ins that was implanted at the time of the high impedance measurements. 3004209178-2025-08514 is the report for the ins that was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's device no longer worked and was replaced. Additional information was received from the manufacturer representative (rep). It was reported that the ins could not be interrogated by the physician's programmer or by the patient programmer. The patient had fallen on the ins, and the ins and stimulation had not worked since this event. The date of the fall was not determined. The cause was not clearly determined, but the doctors had suggested that the fall could be an explanation of the event. The ins was replaced on (B)(6) 2025. After the ins replacement, an impedance check was performed with good impedance for electrodes 1-6, but bad impedance for electrodes 0 and 7. A session report was provided that showed all electrode pairs including 0 or 7 had a high, out of range impedance measurement of 40000 ohms. All other pairs had impedance results within normal range. Stimulation was working again and used to relieve the patient's pain area. The implant date of the replaced ins was unknown and not confirmed by the medical team. It was noted that this information was confirmed/provided by the physician.